Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error during prime/fill process. The customer repeated the process and the alarm reoccurred. The customer's blood glucose was 10.6 mmol/l. Nothing further was reported.